Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. The hcp stated that patient presented to the hospital today having respiratory depression and was given narcan. Patient was sent to the hospital by the managing physician. The hcp stated that they would like to turn the pump off. The issue was not resolved through troubleshooting. The hcp stated that patient was in the emergency room (ER) and they plan to take him to the intensive care unit (ICU). Hcp stated that they put a cardiac magnet on the pump to stop it. The hcp asked about having someone come to the facility to help with pump programming. Additionally, another caller regarding this patient and was the person who did the refill. She stated the patient's pump was somewhat deep so she used the longer needle and uses ultrasound guidance when doing a refill. She started by flushing with 10 ml of normal saline to ensure she was in the pump and then aspi rated 10 ml back. Then she put 2 ml's of drug in and aspirated it back out to ensure she was in the pump. She then puts about 5 ml's in at a time and aspirated a bit to ensure she was getting drug versus air and that was fine. She said the ultrasound after the refill looked normal. They programmed in a 10% increase. Patient left a short time later and a short time after that another patient found this patient slumped over in his truck and got help from the clinic. They gave the patient 4mg of narcan intranasally initially and the patient started waking up fairly quickly and was able to answer questions but then would start going unconscious again so they continued to give the patient narcan. They checked for fluid outside of the pump but could not find any. They accessed the pump and aspirated ~18.5 ml. Initially the pump was filled with 20 ml. At that point the patient was starting to have signs of withdrawal. The pump was reprogrammed back to the original daily dose and the patient was then transferred to the hospital. She stated the drug used was 10000 mcg/ml fentanyl and 7.5 mg/ml bupivacaine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the programming per telemetry was as it should be and there was no evidence of a programming error. They stated that considering there was no programming error, it warrants questioning the possibility of a procedural issue. When medication was removed from the pump to determine if the amount was correct, the actual amount was approximately 1/5 ml less than what was expected. However, when imaging was taken there was no evidence of fluid outside the pump reservoir. The patient recovered without incident and was seen in office for a follow-up on 2025-03-10 by the hcp. They stated to see attached record for complete details (patient medical history provided). Per the discharge summary, upon arrival the pump was interrogated and found to be high at 96 mcg of fentanyl per hour. The device was reset to 2 mcg/h which was what it was currently running at the time of this discary summary report.